Manufacturer narrative:
The product has not been returned for evaluation. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The foot section will not stay up.